Event description:
It was reported that a vns pt had passed away after a long illness. F/u was made with the pt's treating neurologist who indicated the pt had passed away on (B)(6) 2010. The treating neurologist suspected the pt died of possible sudep as the pt had lennox gastaut and was treated by hospice. F/u was made with the treating physician at hospice who indicated that at the time the cause of death is unk. Furthermore, the treating physician indicated that if further info is known, the MFR would be updated.